Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the ventilator did not alarm with air source fault or vent inop due to an air valve liftoff failure at out of box. The customer reported there was no patient involvement.

Manufacturer narrative:
The unit was returned directly for failure investigation (fi). Fi was not able to replicate any of the reported failure modes and the unit passed alarm testing; no root cause could be determined. The determination can¿t be made that the device failed to meet specifications.